Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer re-loaded the cartridge to resolve the issue. There was no adverse impact to customer's blood glucose level. Additionally, it was reported that the time was incorrect on the pump. Customer adjusted the time to address the issue.